Manufacturer narrative:
Block h6: device code 2610 captures the reportable issue of bands failed to deploy. Block h10: although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Additional information: block b3, b5 (event date), d10 (returned to manufacturer date, device avail for evaluation), h10 (additional MFR narrative).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic submucosal variceal dissection (esvd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the handle was rotated; however, the device could not deploy off the elastic bands. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. It was reported that the event date was performed on (B)(6) 2019.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic submucosal variceal dissection (esvd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the handle was rotated; however, the device could not deploy off the elastic bands. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. It was reported that the event date was performed on (B)(6) 2019.

Manufacturer narrative:
Block h6: device code 2610 captures the reportable issue of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head and handle were returned inside a closed or sealed pouch. It was also noted that the handle assembly did not present any visible damage. The trip wire was partially rolled in the handle assembly and the ligator head was intact inside its sealed pouch. In order to perform a functional evaluation, the ligator head inside the pouch was opened. The handle knob was then rotated 180 degrees, an audible click was heard, indents were felt and all bands were successfully deployed. There were no visible issues to the suture knots handle assembly, and the ligator teeth was in perfect condition. The reported event was not confirmed. Based on the evaluation of the returned device, no failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt, and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speed band super view super 7 device was used in the esophagus during an endoscopic submucosal variceal dissection (esvd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the handle was rotated; however, the device could not deploy off the elastic bands. The procedure was completed with another speed band super view super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.